Event description:
It was reported that when device was used during a hand assisted sigmoid resection, the anastamosis was checked and no leaks were present. Postoperative day 1, the pt returned to surgery due to fever and abdominal pain, the anastamosis was not totally intact. The pt consequently received a colostomy.